Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The customer reported that the battery went out and needed to restart the pump gave her the same err message. The customer reported that the power error detected recurred within a week of troubleshooting of previous occurrence. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power error (B)(4) alarm was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with scratched case.